Manufacturer narrative:
Insulin pump received with cracked case near display window corners and reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off. Pump was tested with no motor noise anomaly noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 76 mg/dl at the time of the incident. Customer states that damage occurred due to small crack on the pump on the upper right around the type of the display screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.